Event description:
Event description guidant received information that this coronary sinus lead was explanted and replaced after three months of implant time. The leads position had moved from the original implant site.